Manufacturer narrative:
Product ID, 3093-28 lot# v826029, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was initially reported that the patient never had therapeutic effect and the patient stated that her device affected her rectum and not her bladder. Subsequent information received reported that the patient was having concerns with her device or therapy, but was working with her doctor and/or manufacturer representative. Information received from the patient's doctor reported that the cause of the event was unknown, there were no abnormal impedances, no hospitalization was required, and that the patient was referred to another doctor for cystocele and possible surgery. Additional information received reported that the patient reported having surgery six months ago to have the "device rewired" and the patient stated that "it's not working as well as it did." Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the patient's lack of therapeutic effect were repeated surgeries and adjustments that failed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device never worked. After the patient had 3 surgeries to make it work, it never did. It was not working and had been off for 2 years. The patient wanted the device removed so they could have an MRI. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.